Manufacturer narrative:
(B)(4). The complaint ojr412 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr412 optiflow junior 2 nasal cannula was disconnected from the cannula. There was no patient consequence.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr412 optiflow junior 2 nasal cannula was disconnected from the cannula. It was reported that the patient desaturated to 80% spo2. The subject cannula was replaced and the patient recovered. There were no further patient consequence.

Manufacturer narrative:
(B)(4). Corrected data: section b5: a healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr412 optiflow junior 2 nasal cannula was disconnected from the cannula. It was reported that the patient desaturated to 80% spo2. The subject cannula was replaced and the patient recovered. There were no further patient consequence. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device ojr412 optiflow junior 2 cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that the right side of the tubing was detached from the right nasal cannula. The detached end of the tube was observed to be slightly stretched. Glue residue was visible on the surface of the detached tube end and inside the cannula tube joint. Conclusion: we are unable to determine the cause of the reported disconnection. There was evidence of glue residue indicating that this is unlikely to be the result of a manufacturing deficiency. Evidence that the tubing had been slightly stretched indicates that it is possible that an excessive force had been applied and this may have caused the reported disconnection. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.